Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow up the device exhibited a message "clearing invalid episodes". The message was cleared, the patient would be followed normally.